Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed. H3 other text : see h10.

Event description:
It was reported that the unspecified bd insulin syringe was unable to inject insulin. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd insulin syringe was unable to inject insulin. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.